Event description:
Dealer/distributor reported that customer reported a mirror was broken upon opening package and a cut to the hygienist's left thumb occured while handling the broken mirror. The cut was 6mm long and about 2mm deep, cleaned, and a bandaid was applied. No medical attention was required.

Manufacturer narrative:
Chip on edge of mirror appears to most likely be due to contact with another mirror in package during shipping and handling. Complaint confirmed; no further action required at this time.